Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual examination of the provided pictures identified an articular surface with foreign material on it, and what appears to be nicks/gouges on the surface and post of the implant. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a left knee arthroplasty that is anatomically aligned and without fracture; the locking screw is displaced/disassociated laterally and a slight medial position of the constraining post; no evidence of implant loosening; bone is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an articular surface was revised. A screw backed out and the surface came loose. No further event information available at the time of this report.